Manufacturer narrative:
One cdc adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
During a routine follow up at the clinic, the patient reported that when using the controller dc adapter the locking mechanism does not engage properly and the controller dc adapter becomes disconnected from the controller easily. The controller dc adapter was taken out of service and the patient was issued a new controller dc adapter. There was no reported consequence or impact to the patient. No further information was provided.